Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the unit restarted by itself. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit restarted by itself. The unit was removed from use and the reported issue was unable to be duplicated in biomed. Biomed noted that error codes 1101 and 3007 occurred in combination. The customer requested troubleshooting. The remote service engineer (rse) informed the customer that if error code 1101 and 3007 occurred in combination then no action was required and the unit can be returned to use. The customer decided to not repair the unit and keep it out of service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit restarted by itself. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit restarted by itself. The unit was removed from use and the reported issue was unable to be duplicated in biomed. Biomed noted that error codes 1101 and 3007 occurred in combination. The customer requested troubleshooting. The remote service engineer (rse) informed the customer that if error code 1101 and 3007 occurred in combination then no action was required and the unit can be returned to use. Philips received a complaint by the customer on the v60 indicating that the unit restarted by itself. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit restarted by itself. The unit was removed from use, and the reported issue was unable to be duplicated in biomed. Biomed noted that error codes 1101 and 3007 occurred in combination. The customer requested troubleshooting. The remote service engineer (rse) informed the customer that if error code 1101 and 3007 occurred in combination then no action was required, and the unit can be returned to use. Device evaluation and repair are pending.